Manufacturer narrative:
Upon follow up it was reported antibiotic therapy was discontinued (unreported date). The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. Eleven days after the event onset, the patient started treatment with injection imipenem (250 mg daily; route and duration not reported) and injection vancomycin (1g every five days; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.